Manufacturer narrative:
(B)(4). It was reported that, just as the patient was to be connected to the ventilator the ventilator generated an inoperative diagnostic message. An alternate ventilator was brought into the room and the patient was connected to the alternate ventilator without any negative impact.

Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the exhalation flow sensor. The customer reported to have replaced the inspiratory electronic printed circuit board (pcb) and the exhalation flow sensor. The customer reported that the ventilator is now back in patient use as the recommendations provided by technical support resolved the reported issue. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient an 840 ventilator went into an inoperable state. The customer stated that there was no report of any patient harm. Information regarding the intervention taken on the behalf of the patient has been requested however, it has not been provided.